Event description:
The user facility reported that during a bronchoscopy, the patient went into cardiac arrest. The user facility has been contacted by both phone and letter requesting additional information, but few details regarding the circumstances of the event have been provided to date.

Manufacturer narrative:
There was extensive evidence of multiple of non-olympus repairs and parts on this device. The objective lens was found cracked causing a shadow on the image, which appeared to be the result of physical damage. There were multiple peelings, buckles and scratches found on the surface of the non-olympus insertion tube. There was also evidence of fluid invasion and corrosion inside the endoscope connector and body control unit. The fluid invasion appeared to be due to a leak located in the biopsy channel at the non-olympus c-cover. The biopsy channel was checked and a tear mark was found at the bending section. The up/down knob movement was found heavy and rough, most likely due to fluid invasion and corrosion located inside the body control unit, however non-olympus repairs to the angulation wires may also have contributed to this observation. The extent to which these findings caused or contributed to the patient's outcome cannot be conclusively determined. If additional relevant information is received, a supplemental report will follow.